Event description:
Medtronic received information that failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for alleged failed battery test and damage pump case found on (B)(6) 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. No failed battery test alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed battery test in pump downloaded history. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, stained serial number label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Failed battery test was not confirmed.